Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during routine device check in clinic, no capture and drop in impedance was observed. Lead dislodgement was suspected. The patient did not experience any symptom due to the issue. Chest x-ray was ordered. Lead was explanted and replaced without any adverse consequences.